Manufacturer narrative:
A ge service representative performed an onsite investigation. The auxiliary interface pcb was evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
The fe reported that the system intermittently had failures booting up and performing fluoroscopy. This results intermittent, recoverable loss of imaging functionality. There is no report of injury or death associated with this event.